Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused kidney failure. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported allegation of an issue related to bipap sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported allegation of an issue related to sound abatement foam and became degraded and caused the patient kidney failure. The medical intervention that the patient received in response to the event is currently unknown. The reported event and its reported severity was reviewed by the manufacture's clinical expert. The event is not related to the device in this case. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path suggesting a source external to the device. Evidence of water ingress on the blower and blower box was observed. Slight black contamination at the blower seal of the blower box is consistent with keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but confirms the presence of contamination in the air path. Sections b1, b2 have changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 medical device problem code, health effect- impact code (2199), type of investigation, investigation findings and investigation conclusions have been updated.